Manufacturer narrative:
It was determined that the substance was part of the internal o-ring, which was shaved off due to movement of the cannula and trapped in the device.

Event description:
The system 7 single trigger rotary was sent for service and during failure analysis it was noted that there is an unknown substance on the cannula near the back cap of the device. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 single trigger rotary was sent for service and during failure analysis it was noted that there is an unknown substance on the cannula near the back cap of the device. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.